Event description:
It was reported that during the past several months the patient has experienced increased urinary incontinence. The patient underwent an artificial urinary sphincter (aus) revision surgery and the physician identified atrophy under the cuff. All components were removed and replaced. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.